Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that last night, the patient caught a fever and had been taking ibuprofen to help. They were hoping the fever was not related to the ¿gadget¿/evaluation, and it was noted the leads on the patient¿s back did not show any signs of infection and the fever may be due to a uti which had not been treated; they were waiting on an antibiotic to be called in for approval. It was reported the evaluation was helping the patient empty better. Additional information was received two days later. The patient had been in the hospital from a vaginal infection. No further complications were reported/anticipated.